Event description:
During a pta procedure within the unk lesion, during the insertion within the vessel, the tip of the brite tip sheath split off (broke off). There was no adverse consequences to the pt.

Manufacturer narrative:
A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot 13278345 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. Add'l info will be submitted within 30 days upon receipt.